Event description:
It was reported that the customer was hospitalized for hbg. It was stated that the customer had nausea and dry mouth. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. It was stated that the pump was operating as designed. The customer was instructed to follow the two hbg rule.